Event description:
A leak occurred during the index procedure. The patient was a female. The target lesion was mid left anterior descending branch (lad) and the vessel was moderately calcified and moderately tortuous. There was 90% stenosis. A femoral approach was chosen for the procedure. A guidewire (bmw) was crossed to lad. Pre-dilation was conducted with a balloon (2.0/15mm). Inflation time and pressure was unknown. A cypher (2.5/23mm) was delivered to the lesion. While removing the air from the cypher, physician found that the blood was being pulled back into the syringe. Therefore, another stent (2.5/20mm: taxus) was implanted instead and the procedure was finished. There was no reported patient injury.

Manufacturer narrative:
The product is available but has not been received as of the initial report. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A manufacturing record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.